Event description:
Technical services received a call on 10/30/2012 from sales rep. Patient is septic due to hip replacement. Pt scheduled for explant of system. Everything was working fine with device until today when device got interrogated by rep and she noticed a fault code 1003. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).